Event description:
Hospital advised that dobutamine and epinephrine were being infused. The nurse set up dopamine to infuse on channel b. When she started the channel the pump alarmed and shut down. The pt's blood pressure dropped and nursing increased the dobutamine and epinephrine to stabilize the pt's blood pressure. The pump was removed from the pt.